Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd precision glide¿ hypodermic needle there was an additional needle that was embedded in the packaging. The consumer states ¿the needle comes out of the packaging.¿ there was no report of injury or medical intervention

Manufacturer narrative:
Investigation summary: one photo was received, and there was a double/ second cannula protruding from the shield. One sample was returned. The cannula was bent. There was a double cannula attached, and an epoxy drip over on the hub. The part had been opened and handled, but it's possible that the tip of the cannula was caught by the shield causing the bend in the cannula. Qn view: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 6208810 had 17 visual inspections performed on 1,000 parts with zero defects noted. Eight shield removal force tests were performed on 40 parts with a minimum removal force of 1.3 lbs., a maximum removal force of 3.9 lbs., and an average of 2.7 lbs. The specification limits for shield removal forces is 0.5 - 5.5 lbs. With an average less than or equal to 4.5 lbs. Investigation conclusion: the cannula assembly area on the nip lines has been modified to prevent mis-assembled cannula from accumulating, and possibly causing double cannula. It is still dependent on the operator to continuously monitor the assembly process for assembly issues.